Event description:
It was reported that externalized conductors were found on a lead during an unrelated surgery. Patient was asymptomatic. No electrical anomalies were detected. Lead remains implanted. Patient will be followed up routinely.